Event description:
Pt treated on (B)(6) 2012, had a reintervention for a type ib endoleak on (B)(6) 2014. A leg device was successfully deployed to resolve the type ib endoleak and the pt was discharged.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. There are a number of reasons for type ib endoleaks including but not limited to; disease progression, failure to identify and treat a minor perioperative leak and proximal migration or distal end of the stent graft. Type ib endoleaks have been reported with every evar device and are a well-documented and clinically understood complication of evar surgery which has multiple causes. The event rate is within clinical expectations.